Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfray be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: photos were returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photos. After viewing the photos, only the tissue can be seen, no evidence of a double deployment could be identified from the photo provided. The overall complaint was unconfirmed as the observed condition of the omnispan meniscal repair 27deg would have not contribute to the complained device issue.¿ device history review manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Based on the investigation findings, it was conclude that there is no enough evidence to determine a root cause for the issue experienced by the customer. The device is required for a physical evaluation. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the sales rep in china that during a meniscal repair procedure on (B)(6) 2024, it was observed that the after 1st firing with the omnispan meniscal repair 27deg device two plates were deployed at the same time. Another device was used to complete the surgery. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.